Manufacturer narrative:
Visual inspection of the returned device was performed and some dried contrast solution in the balloon was observed. Leak testing on the balloon from the returned device with water was not possible due to the inflation tube being blocked by the dried contrast solution. The balloon was submerged in water and the dried contrast in the balloon was liquefied which indicated that there was a tear in the balloon. The review of the lhr (f1525401) indicated that the device lot met all established performance criteria prior to shipment. The investigation revealed that there was a leak in the balloon of the returned device. However, the location of the tear could not be located due to the balloon not being able to be inflated. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon was tested as prescribed but the balloon lost pressure during prep. The device was not used in the patient. Another mynx vascular closure device was used to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. No further information is available.